Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had a leakage sound coming from the unit. The issue occurred during a therapeutic lap cholecystectomy. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it was presumed that gas leakage occurred due to the first pressure reducer failure. Hence, it was determined that the device did not satisfy its performance and specifications and the root cause could not be identified. Olympus will continue to monitor field performance for this device.